Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx pro closure device (wds) was implanted on (B)(6) 2025. The patient was discharged. The patient presented on (B)(6) 2025, with chest pain in cardiac tamponade. A pericardiocentesis was performed. The patient continued slow bleeding and was taken to the operating room (or) on (B)(6) 2025 and it was found that the anchor of the closure device had perforated the pulmonary artery (pa). A patch was placed on the pa, and the anchor was covered. The patient was extubated and is expected to fully recover.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received d4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx pro closure device (wds) was implanted on (B)(6) 2025. The patient was discharged. The patient presented on (B)(6) 2025, with chest pain in cardiac tamponade. A pericardiocentesis was performed. The patient continued slow bleeding and was taken to the operating room (or) on (B)(6) 2025 and it was found that the anchor of the closure device had perforated the pulmonary artery (pa). A patch was placed on the pa, and the anchor was covered. The patient was extubated and is expected to fully recover. It was further reported that 420ml of darkish red blood were removed during pericardiocentesis and 250ml of bright red blood was drained overnight. The patient was discharged home on (B)(6) 2025